Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the rear response button was non-functional. The cause for the defective response button was a pinched response button cable. The root cause for the pinched cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of monitor sn (B)(4) for an unrelated issue, a reportable device malfunction was found. The monitor had a non-functional rear response button.